Manufacturer narrative:
Complaint information: on (B)(6) 2020, customer at (B)(6). Reported communication loss on pu-621ra with serial# (B)(6) . Investigation summary root cause of the issue was identified to be user error as 2 cns units, one having duplicate ip address was plugged in the hospital network without user's knowledge. Warranty of the device was valid till (B)(6) 2020. According to the table in quality complaint investigations work instruction, with document ID: sop07-018, the risk priority of the issue is categorized as: low.

Event description:
The customer reported that the central nurse's station (cns) was displaying intermittent communication loss.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was displaying intermittent communication loss. The customer also reported that these events last anywhere from 30 seconds to a couple of minutes. The cns was still receiving trend data during communication loss. No harm or injury was reported. The cns was monitoring transmitters at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) was displaying intermittent communication loss.